Event description:
A new complaint was reported by customer regarding occasional ¿hissing sounds¿ from the cartridge and worsening occlusions observed over six months. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from clinical technical support, and no additional steps or outcomes were documented.